Event description:
This case was initially received via regulatory authority (B)(6) on 20-jul-2017. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ("menorrhagia") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), genital infection female ("post essure insertion gynaecological infection"), asthenia ("chronic asthenia"), anaemia ("anaemia"), myalgia ("muscle pain"), arthralgia ("joint pain"), alopecia ("hair loss"), pruritus ("itching of the palm of the hands"), eye disorder ("ocular problems"), oedema peripheral ("lower limb oedema") and depression ("depression"). The patient was treated with surgery (removal of essure). Essure was removed on (B)(6) 2017. At the time of the report, the menorrhagia, genital infection female, asthenia, anaemia, myalgia, arthralgia, alopecia, pruritus, eye disorder, oedema peripheral and depression outcome was unknown. The reporter provided no causality assessment for alopecia, anaemia, arthralgia, asthenia, depression, eye disorder, genital infection female, menorrhagia, myalgia, oedema peripheral and pruritus with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was (B)(6). The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 22-jul-2017 for the following meddra preferred term: menorrhagia. The analysis in the global safety database revealed 417 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the consumer or unknown is not possible. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.